Manufacturer narrative:
Additional information the pump was not returned for evaluation. A correlation between the device and the reported events of gi bleeding and multi-system organ failure could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: pre-implant on (B)(6) 2014, the patient underwent a right heart catheterization with intra-aortic balloon pump placement. On (B)(6) 2014, the lvad was implanted in addition to a tricuspid valve repair. From (B)(6) 2014 thru (B)(6) 2014, the patient was returned to the operating room for multiple exploratory laparotomy procedures, lysis of adhesions, abdominal packing, small bowel resections/anastomoses and wound vac placement. An intraoperative endoscopy and placement of an abthera dressing was performed on (B)(6) 2014. The patient was returned to the or on (B)(6) 2014 for a percutaneous tracheotomy. On the following day, the patient returned to the or for an abdominal washout, removal of intra-abdominal packing and wound vac replacement. The patient did not respond to any of the treatments or any surgeries well. The patient was placed on multiple vasopressors to maintain blood pressure control, but was never weaned from the ventilator. The patient expired on (B)(6) 2014. The pump was not explanted. There were no reported device issues.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Outcome reported via device tracking form, cause of expiration noted as "multi system organ failure."

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.